Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the emergency room for unrelated reasons, r-wave amplitude variations were observed. The patient was asymptomatic. Programing changes were made. No further information was provided.

Event description:
New information states that lead noise is still seen on last device check at the end of (B)(6) 2016. Patient is in stable condition and will continue to be monitored.